Event description:
It was reported that for six pcus there was a burned trace on the ribbon cable, and the display was unable to power on and the keys not working. There was no patient harm as the defective parts were found during initial startup.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to various issues was evaluated. The keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. External and internal inspection was performed on the 6 pcu keypads. During internal inspection, the keypad were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 20) associated to the system on key. The 6 front case keypads were returned inside a plastic bag the proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 08jan2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that for six pcus there was a burned trace on the ribbon cable, and the display was unable to power on and the keys not working. There was no patient harm as the defective parts were found during initial startup.